Event description:
At 9 years and 4 months after primary, the surgeon revised the tibial tray fixed cemented for implant subsidence. The reason of subsidence is unknown.

Manufacturer narrative:
Batch review performed on 15 march 2022: lot 122831: 50 items manufactured and released on 10-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, 49 items of the same lot have been sold without any similar reported event since 1-1-2018.